Manufacturer narrative:
(B)(4). Dob: unknown date in (B)(6). (B)(4). Concomitant medical products: 00877501036- bioloxâ® delta ceramic taper liner-2601626; 00877503601- bioloxâ® delta, ceramic femoral head- 2582557. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient presented approximately 7 years post implantation. X-rays show calcar rounding/stress shielding in greater trochanter. No medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.